Manufacturer narrative:
Patient information was requested and no response was received.

Event description:
The customer reported that the ventilator restarting intermittently. The customer reported that the unit was in use on patient, but there was no patient harm.